Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2009, the patient presented with an infection secondary to the pinnacle mesh on (B)(6), 2010. The patient underwent surgery (date unknown) to explant the mesh and was treated with antibiotics (type and prescription duration unknown). Reportedly, the patient's infection was resolved on (B)(6), 2010, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: (B)(4).